Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the nozzle units in the gas modules. The replaced parts was not returned for investigation. Provided ventilator logs confirms the reported failed pre-use check. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).